Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain.¿

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005. A revision procedure is alleged on an unknown date due to patient allegations of pain, discomfort, dysfunction, elevated metal ion levels, loss of range of motion, lack of mobility, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005. A revision procedure is alleged on an unknown date due to patient allegations of pain, discomfort, dysfunction, elevated metal ion levels, loss of range of motion, lack of mobility, metal poisoning, and metallosis.. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2005 due to pain. Revision operative report noted the presence of thick scar tissue. The modular head was removed and replaced.